Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with "lo" results. Most likely root cause is black chemistry due to improper storage of test strips.

Event description:
Consumer complaint of blood result reading of "lo". Customer feels well and requires no medical attention. Customer states that the results obtained do not reflect how well she feels. Customer's expected blood results are 100-125 mg/dl. Verified the strips expire 07/29/2016 and is unsure of when she first opened the test strips container. Customer confirms the strips in the kitchen improperly. Reviewed meter memory: "lo"mg/dl; (B)(6) 2015; 10:11:00 am; fasting: yes, "lo"mg/dl; (B)(6) 2015; 12:48:00 pm; fasting: no, "lo"mg/dl; (B)(6) 2015; 12:46:00 pm; fasting: no, 140mg/dl; (B)(6) 2014; 06:18:00 am; fasting: yes, 130mg/dl; (B)(6) 2015; 06:20:00 am; fasting: yes. No adverse event reported.